Event description:
It was reported that four (4) non-dehp micro-volume extension sets exhibited no flow. The event occurred during lidocaine and triamcinole steriod flushes. There was no report of patient injury or medical intervention associated with these events. No additional information is available at this time.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.